Event description:
It was reported that during surgery on (B)(6) 2014, the surgeon found a large 8mm bearing in the packaging instead of a medium 4mm bearing. No further information has been received.

Manufacturer narrative:
Item and packaging were returned for evaluation. The manufacturing history record for both batches was reviewed to ensure the paperwork was correct. The investigation of the parts was confirmed to be correct to the manufacturing history record when they were put into the clean room. Based on the investigation carried out it was identified that the parts were mixed in the clean room at either the inspection or sterile pack position. (B)(4) was raised and CAPA (B)(4) initiated to investigate further..

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.